Manufacturer narrative:
(B)(4). Examination of the returned complaint device revealed blood in the guide wire lumen. Two shaft kinks were identified 7.25 and 10.25cm from the tip. The hypotube was broken 71cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched suggesting the separation may be related to tensile overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention, the balloon catheter was kinked. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. The 3.0x20mm maverick 2 balloon catheter was advanced into the patient. At an unspecified time while using the device, the shaft was kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good. However, device analysis revealed the shaft was broken.